Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 433 mg/dl at time of incident and treated with bolus. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer also stated that they already changed infusion set twice. Customer was able to perform high pressure test at that time. The devices will not be returned for analysis.